Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the unit was skipping over the skin. On (B)(6) 2016, it was clarified that when the doctor started to use the device, it skipped and he wanted it checked. There was no harm to the patient and no issue to the graft. The event occurred during surgery but there was no harm/injury to the patient or operator. There was no impact/damage to the graft harvest and no medical intervention/additional surgical procedure was required in the event. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device needed preventative maintenance and the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, width plates, o-ring, damaged control bar, calibration shaft, and hose were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever was loose. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number 18, was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 5117 rpm. The device was tested with the customer¿s hose and operated within motor speed specifications at 5142 rpm. The width plates were not returned for evaluation. The calibration was within specification at all settings. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(4) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and swivel. The service technician noted that there was no visual damage to the device and no problem could be found. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician could not duplicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was skipping over skin during surgery. After the first skip, physician wanted it checked. There was no patient harm and no harm to graft. No adverse events were reported as a result of this malfunction.